Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that after checking her blood glucose level using her adc freestyle lite meter she noticed a burning smell. Customer furthered reported that she heard a spark sound come from the meter and then a little smoke came out from the meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was visually inspected and the casing near the battery holder was observed to be melted. Meter powered on with button depression and with strip insertion. The meter was sent for further investigation. The battery holder that houses the battery was intact with no evidence of burn marks, soot or damage, which indicates the melting occurred from an external source and not from the internal battery or internal components. The coin cell battery that is used for the freestyle lite meter generates only 3.2 volts (v), which is insufficient to melt plastic. No product deficiency was identified.

Event description:
Customer reported that after checking her blood glucose level using her adc freestyle lite meter she noticed a burning smell. Customer furthered reported that she heard a spark sound come from the meter and then a little smoke came out from the meter. There was no report of death, serious injury or mistreatment associated with this event.